Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a calcium gluconate 2 gram IV bag infused faster than expected. The user noted this around 1400 when the IV bag was found empty sooner than expected. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.